Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instruction for use for the multi-link 8 states: special care must be taken not to handle or in any way disrupt the stent on the balloon. This is most important during stent system removal from packaging, placement over guide wire, and advancement through rotating hemostatic valve adapter and guiding catheter hub.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. After pre-dilatation with a non-abbott balloon, the 3.0 x 12 mm multi link 8 stent delivery system was advanced to the lesion and inflated to approximately 18 atmospheres. At this time it was noted that there was no stent on the balloon and a dissection occurred as a result of the high inflation. The stent implant was found in the protective sheath. A 3.0 x 15mm multi link vision stent was used to successfully treat the lesion and dissection. The lesion looked good and the procedure was completed. No additional information was provided.